Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis determined that the twiddler's syndrome allegation was confirmed, however, there was no evidence of defect or malfunction found. The lead passed all tests. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to patient experiencing twiddler's syndrome. This rv lead was explanted. No additional adverse patient effects were reported.